Event description:
It has been reported to philips the customer called in and the AED is single chirping. When the blue I button is pressed it says shock button not verified. I had the customer remove the battery and reinsert it to start the bit test. During bit test when AED asks to verify shock button, the customer presses it but the AED does not verify it. AED is under ib warranty and to be replaced at zero cost to the customer.